Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded 24.2 cm to 26.2 cm from the connector pin. A further abrasion at 42 cm from the connector pin was the result of friction to another implantable device. The abraded insulation could cause the reported threshold anomaly.

Event description:
It was reported that the right atrial lead exhibited high threshold values caused by insulation breaks and exposed interfilars. Threshold was equal to 2.0 v, 0.5ms. The lead was removed and replaced.